Manufacturer narrative:
The explanted lead was believed to be discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged approximately one month post-implant. The physician believed the lead dislodged due to the patient's anatomy. The lead was explanted and replaced. No additional adverse patient effects were reported.